Event description:
Philips received a complaint from the customer reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was taken out of service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The diagnostic code 1104 indicating backup alarm failed was verified in the device event log. The rse advised the replacement of the central processing unit (cpu) printed circuit board assembly (pcba) per the device service manual.

Manufacturer narrative:
H10: a philips remote service engineer (rse) reported a new service case was opened in which the customer requested assistance to reprogram a new central processing unit (cpu) printed circuit board assembly (pcba). The customer confirmed the cpu pcba replacement resolved a previously reported issue of check vent: "backup alarm failed" alarm at power on. The rse provided the requested software option codes and successfully enabled the options. The rse also provided instructions from the device manual and successfully programmed the total operating hours and unit serial number to the new cpu pcba. The customer was advised on required testing for cpu pcba replacement prior to returning to service. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: multiple good faith efforts (gfes) were made on 24 apr 2024, 02 may 2024, and 09 may 2024 to obtain information regarding device repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.